Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014 and suture was used. When sewing the tumor cavity, the needle broke. The broken piece was retrieved immediately. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.